Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/29/2016. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence and dyspareunia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urgency incontinence, nocturia, urinary frequency and urgency.

Manufacturer narrative:
It was reported that following insertion, the patient experienced dysuria, hematuria, hemorrhagic cystitis. It was reported that the patient underwent a full interstim implantation on (B)(6) 2013 due to urge incontinence performed by dr. (B)(6). It was reported that the patient underwent removal of interstim device on (B)(6) 2015 performed by dr. (B)(6) due to pain. (B)(4).